Event description:
An optometrist reported that a patient was found with corneal haze thirty-four days post treatment. The optometrist further noted that majority is light haze, more dense temporally in the left eye (os). The patient complained of blurry vision. The patients' symptoms still persist. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).